Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that no image was displayed due to a faulty cable with damaged pins. There were deep scratches on the video scope connector and the rubber part on the rear cover packing was peeled. It was also noted that the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k autoclavable camera head had connection failure during preparation for use. The procedure was therapeutic in nature. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.